Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness and an altered mental status. It was further reported that the right ventricular (rv) lead exhibited low r waves. The right atrial (ra) lead was noted to exhibit low p waves and undersensing that could affect mode switch. Both leads remain in use. No further patient complications have been reported as a result of this event.